Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that bg values entered as calibrations met sg trends well considering the expected lag between the sg and bg values inherent to sensing technology. Customer care recommended that the user re-link their sensor to clear the calibration history and any potential calibration misalignment as a proactive troubleshooting measure. Post re-relink, the system was working within expectations. The user was advised to continue using the system and to reach out if they had any additional concerns. Per dms review, the user was using the system with up-to-date information.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.